Manufacturer narrative:
To aid in the investigation of this issue, forty-eight (48) syringes were received for evaluation by our quality team. All the syringes were within their original packaging. Eighteen (18) syringes were from lot number 4039286, fifteen (15) syringes were from lot number 4053658, and fifteen (15) syringes were from lot number 4067519. Analysis of the returned syringes identified the defect of brown staining on the inside and outside of the packaging. For lot number 4039286, zero (0) syringes displayed staining on the inside of the packaging, but seventeen (17) syringes had staining on the outside of the packaging. For lot number 4053658, zero (0) syringes displayed staining on the inside of the packaging, but fourteen (14) syringes had staining on the outside of the packaging. For lot number 4067519, eight (8) syringes displayed staining on the inside of the packaging and one (1) syringe had staining on the outside of the packaging. A device history record review was completed for provided material number 306572 and lot numbers 4039286, 4053658, and 4067519. The review did not reveal any non-conformances during the production processes that could have contributed to this incident. The brownish spots on the packaging can occur during the steam sterilization process. This is a cosmetic defect only and the integrity of the product and the sterile barriers is not affected. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ 10ml saline flush syringe.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush xs package stain soaked through tyvek. The following information was provided by the initial reporter: we have had an issue identified in our production room of the above code with what appears to be a stain on the inside and outside of the unit pack. This staining appears on multiple packs, across the whole width of a group of unseparated syringes. The staining appears to be larger on the inside of the unit pack indicating something has soaked through the tyvek layer. We have blocked the stock pending your feedback. 19 dec- it is 1 box of 30.